Event description:
It was reported that the resectoscope machine was showing a footswitch error in which the machine was turned on/off multiple times. The surgeon then proceeded to use the machine and when removing their foot from the pedal the machine remained engaged. Resulting in a small burn on the uterine wall of a patient."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Section h7 in the last supplemental report was accidentally selected. This supplemental report is to clarify that there is no relabeling for this product. Additional information was provided in section h6 with an additional medical device problem code. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During investigation no faults were found in the products (uh400e & uf902) that could lead to the device malfunction described by the customer. It is concluded that the most probable cause could be that the foot switch has been lightly touched by an external object, which could lead to the described activation. The foot switch shows signs of heavy external use, but no impact on its functionality was found. Internal karl storz reference number: (B)(4).